Manufacturer narrative:
The patient history buffer data shows that the pod was unable to connect to the cgm and entered limited mode. The pod was observed to function as intended. No problems were found to contribute to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eza1. Hardware: sm-s911u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached around 440 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the infusion site was found to have a tiny red dot and slight bleeding. Symptoms reported include feeling sick, vomiting, lethargic, difficulty speaking and feeling warm enough to break a sweat. The patient was treated with unspecified intravenous fluids, insulin and applied a new pod. The patient was discharged on (B)(6) 2026.